Event description:
During the initial implant, a tug test was performed on the right ventricular (rv) lead and the connector pin detached from the lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of the tug test resulting in the tip of the electrode detaching from the lead was confirmed. As received a complete lead was returned in one piece with the stylet used during the procedure inserted inside the lead. Visual examination found the connector pin, the cap, and the crimp sleeve to be pulled out of the connector assembly, consistent with excessive forces during the procedure. The cause of the reported event was due to excessive forces resulting in the connector pin and crimp sleeve being pulled out of the connector assembly.